Event description:
Additional information was received reporting the patient's device was found to have high impedance. No known surgery has occurred to date for the suspected lead.

Event description:
Implant card for the patient was received that they received a full revision. Per the hospital the revision took place, they discard all explants and do not return. No additional relevant information has been received to date.

Event description:
Generator and lead were received for analysis. Product analysis (pa) for the generator was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.971 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 44.241% of the battery had been consumed. There were no performance, or any other type of adverse conditions found with the pulse generator. Pa worksheet was reviewed and there were no anomalies noted. The datadump was reviewed and the last >25% change took place on 10/13/2021 which was after the explant. The prechange was 16496 ohms and post change was 22237 ohms. It is unknown when the prechange at some point but exact date is unknown therefore unknown if during implant. No additional relevant information has been received to date.

Event description:
Product analysis (pa) for the lead was completed. The lead assembly was returned for analysis due to low impedance and fracture of lead allegation. Abraded openings were noted in the outer and the inner silicone tubing. There was also fluid found inside the abraded openings with no obvious point of entrance other than the tubing opening and cut ends from the returned lead portions. The reported fracture of lead allegation was verified. Coil breaks were identified in the positive and the negative lead coils. The positive coil shows appearance suggesting that pitting or electro-etching conditions have occurred at the break location. The positive coil (second break) and negative coil show appearance suggesting that a stress-induced fracture has occurred at the break locations. Also, mechanical distortion (smoothed surfaces) was noted in the vicinity of the negative coil break location. However, due to pitting, mechanical distortion (smoothed surfaces) and/or surface contamination the exact fracture mechanism was not ascertained. Note that since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was found through a periodic review of our programming history database that there was low impedance obtained for the device of the patient. No surgical intervention has been reported to date. No additional relevant information has been received to date.